Event description:
It was reported that there was low impedance on the right atrial (ra) lead. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.